Manufacturer narrative:
This part is not approved for use in the us, however a like device with part# 55840016545, 510k# k113174 and upn (B)(4) is cleared in the us. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a field contact regarding a patient with a pre-operative diagnosis of spine burst fracture, undergoing a revision surgery for a spinal therapy. It was reported that after the initial operation, the screw head protruded, the color of the skin changed, and pus was coming out. Therefore, implant removal was performed. 1above-1below fixation and vertebral body replacement were performed in the initial operation. Implant removal was performed due to infection this time. The product was discarded because of infection. Initial reporter information and patient information cannot be provided due to the restriction by the privacy regulation. Date of initial surgery: 13-dec-19 mdt products used in initial surgery: solera longitude5.5/6.0 device status reason : explanted-complete it was unknown whether the reported screw cause/contribute to the infection. It was unknown if the infection has subsided, but the I mplants were removed without problems. Levels implanted: unknown. The screw backed-out after the initial operation. It was unknown if the infection was caused by the screw.